Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. A lead revision was performed, as a result this rv lead was surgically abandoned and replaced with a non-boston scientific lead in the left bundle branch (lbb). Other than the procedure, no additional adverse patient effects were reported.